Manufacturer narrative:
Final analysis found a partial lead was returned. On the returned portion, an external insulation abrasion breaching the outer insulation and exposing the outer coil was observed at 38.4 cm to 38.8 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported loss of capture.

Event description:
The patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of sensing. The patient was asymptomatic. The physician elected to explant the lead. During the procedure, both the left ventricular and right ventricular leads dislodged resulting in loss of capture in the ventricular; the patient was pacemaker dependent and became asystolic. An additional lead was placed for pacing support. Patient had no ill outcomes as result. The leads were explanted and replaced. The patient was in stable condition following the procedure.